Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec45a, with lot/batch #a9e98g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws on the device could not be opened. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/27/2025. D4: batch #666c12. Corrected data: d4 (UDI, expiration date), h4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received articulated to the right side, with the closure trigger and anvil in closed position, the joint cover damaged and with a gst45d reload loaded in the device. Also an unknown trocar returned inserted in the shaft of the device. Further analysis showed that the clamping/open mechanism was noted to be damaged as it was difficult to press the release button to open the jaws. The device opened with difficulty and the reload was noted partially fired 1/16 with 2 protruding staples. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and a metal part of the release button was noted to be damaged. No conclusion could be reached on what caused the damage on the release button one possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 666c12, and no non-conformances were identified.